Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was right inguinal hernia. ­­­­­­­­­the procedure performed was right inguinal hernia with mesh. The patient underwent a procedure for laparoscopic inguinal hernia repair with the pre-operative diagnosis an inguinal hernia and post-operative diagnosis an right inguinal hernia.